Event description:
The customer reports erratic falsely elevated architect stat troponin-I assay results. An example provided by the customer is an initial result of 0.140 ng/ml that was reported from the lab and questioned by the emergency department physician. The customer uses a normal reference range of 0.000 to 0.028 ng/ml. The sample was then retested on a different architect platform in the lab and generated a result of less than 0.010 ng/ml. The sample was then retested on the original architect i2000sr analyzer and generated a result of less than 0.010 ng/ml. The patient sample was collected in a lithium heparin plasma separation tube. The patient received no treatment based on the initial falsely elevated result. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Accuracy testing was performed on the affected lot of the architect stat troponin-I assay with in-house retained reagents. Six replicates of a troponin- I panel were tested on one architect isystems platform. All test values fell within the expected range of 0.23 to 0.43 ng/ml, which demonstrates that this assay lot can accurately detect a known concentration of troponin-I. Information from the customer site indicates that customer sample handling/sample integrity processes may have contributed to the issue of the customer complaint. Per the complaint text, the customer utilizes bd vacutainer 4.5 ml 13 x 100 mm lithium heparin pst collection tubes. The sample handling recommendations of the tube manufacturer were reviewed. For the 13 mm bd pst tubes the tube manufacturer recommends centrifuging 10 minutes at 1100 to 1300 g, which equates to a minimum of 11,000 g-minutes. The complaint documents that the customer centrifuged the sample collection tube for one minute at 12000 rpm (unknown centrifuge radius). Although the actual g-minutes could not be determined, the study evaluation performed and the observations at the customer site (e.g., cells noted in the plasma of the sample) provide adequate evidence of insufficient sample centrifugation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert and the architect operations manual both contain information to address the current customer issue. There is no information to reasonably suggest a malfunction occurred. The issue was isolated to a single discrepant sample. No additional issues were identified.